Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: a broken handle was noticed. Dents and scratches were noticed throughout the insulation. Cracks were also noticed on the insulation. Functional inspection: the insulation was tested for cracks/damages using an insulscan. The insulation failed the insulscan test. The probable root cause for the broken handle is likely due to user mishandling. The probable root causes for the dents and scratches to the insulation could be due to 1) user mishandling or 2) improper sterilization methods. The probable root causes for the cracks on the insulation could be due to 1) user mishandling 2) improper sterilization methods, or 3) normal wear and tear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.